Manufacturer narrative:
The user reported a low glucose event. User mentioned a low alert of 46 mg/dl, but their meter showed 222 mg/dl. However, the specific date and time were not recalled. The reported event could not be confirmed as the user did not provide a date or time of the event. Per case notes, the user does not remember time or date and that he is not able to look up the information on his meter either. He shared that he had several events like this. User did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. A case ((B)(4)) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection was performed, and no anomalies were observed. The sensor was tested in-house, but no issues were observed with sensor performance. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the in vivo raw data revealed instability in the signal and reference channels from 27 jan 2025 onwards which could most likely contributed to the inaccuracies observed by the user. B4: date of this report 25 june 2025. G3: date received by the manufacturer? 25 june 2025. H3: device evaluated by manufacturer? Yes. H6: health effect: clinical code updated to 4582. H6: health effect: impact code updated to 2199. H6: component code updated to 510. H6: type of investigation updated to 10. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: user mentioned a low alert of 46 mg/dl, but their meter showed 222 mg/dl. However, the specific date and time were not recalled.the user was unable to confirm event on dms as user did not provide a date or time of the event.the user didn't seek for medical treatment.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.